Event description:
It was reported that the subject device had flickering image or no image being displayed. This issue occurred during therapeutic rigid bronchial emergency with stent placement procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: disconnection in cable unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image/flickering image was due to disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.